Event description:
It was reported that at times the stimulation was ¿unnerving¿ because the stimulation would become too intense and would bother the patient. The patient did not really understand how to use it and sometimes she would just shut it off. This happened intermittently. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377760, lot# v010769, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(4) 2006, product type: recharger. Product ID: 377760, lot# v004735, implanted: 2006, product type: lead. (B)(4).